Manufacturer narrative:
Submit date: 11/01/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports leaking at the junction. No patient injury or ill effects.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. No sample was provided for evaluation, however a picture was provided by the customer and shows leaking at the cross spike. A possible root cause for the lack of the connection could be a dimensional gap between the connector and tubing. A corrective action was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.